Manufacturer narrative:
The customer¿s report that the male luer of the primary tubing broke off into the PICC line was confirmed. Visual inspection found that a male luer tip of model 2420-0500 was found lodged into the female port of the non-bd microclave. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. An attempt to remove the male luer tip from the maxzero was not successful. The root cause of the break was an outside force on the male luer as indicated by the visible stress marks observed on the broken male luer tip. The root cause of the outside force could not be determined.

Event description:
It was reported that the male luer of the primary tubing broke off into the PICC line. Although requested, there was no report of harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the male luer of the primary tubing broke off into the PICC line. Although requested, there was no report of harm.